Manufacturer narrative:
The customer did not return materials for investigation. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
A nurse stated that a patient received an erroneous result when testing with the patient's coaguchek xs meter serial number (B)(4). On (B)(6) 2018, a sample from the patient was tested on the patient's meter, resulting as 5.1 inr. Due to this high result, the patient was advised to withhold coumadin medication for 2 days ((B)(6) 2018 and (B)(6) 2018). On (B)(6) 2018 at 12:00 p.m. , a sample from the patient was tested on the nurse's coaguchek xs professional meter, resulting as 4.7 inr. Minutes later, a sample from the patient was then tested on the patient's meter, resulting as 7.8 inr. Minutes later, a sample from the patient was tested on the patient's meter, resulting as 5.6 inr. All results were measured within a one hour time span. The patient's meter was believed to be incorrect. No adverse events were alleged to have occurred with the patient. The patient's therapeutic range was 1.8 - 3.2 inr. The patient is tested 2 to 4 times per month. The patient did not have any known hematocrit issues and did not have antiphospholipid antibodies. The patient did not take heparin or direct thrombin inhibitors. The patient did not have any changes in diet or medications. The patient did not have any special or unusual diet. The patient did not have any illnesses, bleeding, or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.